Event description:
The ge oec 9600 fluoroscopy system had horizontal lines on the left (live) monitor. Also broken clip on the high voltage cable assembly and broken lock handle. Based on the user abuse to the system, the facility removed the system from service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a loose image processor that was re-seated, repair of the broken high voltage cable assembly, and replacement for the broken handle. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to the issue.